Event description:
It was reported that a cervical plate and six screws were implanted during a 2-level corpectomy. A tibial graft was used in the procedure to replace the vertebrae. After obtaining a post-op x-ray, the surgeon noticed that "one of the cephalad screws had pushed out over the locking mechanism". Per the report, there were no complaints from the patient but the surgeon removed this implant via revision surgery "to avoid any future damage of anatomy close by". No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). (No information / explant surgery performed, patient asymptomatic). (B)(4) - (no code available for "locking mechanism failure"). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.